Event description:
Boston scientific received information that right ventricular (rv) lead had triggered a lead safety switch (lss). It was determined that the device had one out of range impedance of greater than 2,000 ohms. The patient was seen in the office and the impedances were 720 ohms. There were some inappropriate events in the logbook due to the configuration being switched to unipolar. Boston scientific technical services (ts) discussed checking for noise in the bipolar configuration; however, the patient was in a lot of pain recently due to a limb amputation so they were unable to perform isometrics and pocket manipulation, but would considered it for future follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead continued to exhibit out of range impedances greater than 2,000 ohms along with noise and oversensing. The patient was not pacemaker dependent and no adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. It was reported that the lead continued to exhibit high out of range impedance measurements when tested through the pacing system analyzer (psa).